Manufacturer narrative:
Exemption # e2012017 report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), during post operative check patient experienced failure of implant to integrate and implant was removed.